Manufacturer narrative:
The repeat result for patient 1 was 12977 miu/ml. For patient 2 it was clarified that the customer believes the initial result of <0.100 miu/ml was correct. The repeat result was either 9.01 miu/ml or 9.1 miu/ml. The repeat result for patient 6 of 17226 miu/ml was performed on (B)(6) 2015. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes may be related to missing rack adapters, poor sample quality or instrument issues.

Event description:
The customer complained of questionable results for 9 patient samples tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). Of the data provided, 6 patient samples were erroneous. It was noted that the customer gave the results to patients, however, it is not clear which results were provided. This information has been requested. Patient 1 initial hcg + b result was 80 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 12.977 miu/ml. The sample was repeated in another laboratory on (B)(6) 2015 and the result was 15382 miu/ml. It was noted that a data flag was observed, however, it is not clear for which result this was observed. Patient 2 initial hcg + b result was <0.100 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 0.282 miu/ml. The sample was repeated in another laboratory on (B)(6) 2015 and the result was 9.01 miu/ml. It was noted that a data flag was observed, however, it is not clear for which result this was observed. Patient 3 initial hcg + b result was <0.100 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 1.31 miu/ml. The sample was repeated in another laboratory on (B)(6) 2015 and the result was 2.86 miu/ml. Patient 4 initial hcg + b result was <0.100 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 62.73 miu/ml. The sample was repeated in another laboratory on (B)(6) 2015 and the result was 74.53 miu/ml. It was noted that a data flag was observed, however, it is not clear for which result this was observed. Patient 5 initial hcg + b result was 10.78 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 11.17 miu/ml. The sample was repeated in another laboratory on (B)(6) 2015 and the result was 17.5 miu/ml. On (B)(6) 2015 patient 6 initial hcg + b result was 259 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 17.226 miu/ml. The sample was repeated in another laboratory on (B)(6) 2015 and the result was 20.600 miu/ml. It was noted that a data flag was observed, however, it is not clear for which result this was observed. It is not known if any patients were adversely affected. No adverse event was reported. This information has been requested. The hcg + b reagent lot number was 183183. The expiration date was not provided. Quality controls were acceptable. The last calibration performed prior to the event was in (B)(4) 2015. The field service engineer changed the pinch tube on (B)(4) 2015 because of damage and performed scheduled maintenance. After field service action, the customer has been monitoring the analyzer and all has been acceptable.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
Clarification was received that the initial results were reported outside of the laboratory, however, the results did not correspond to the patients clinical condition so repeat testing was performed. Clarification was received that no adverse events occurred. Patient 2 is a (B)(6) year old female. Patient 4 is female, age was not provided. Patient 6 is a (B)(6) year old female. For this patient, the repeat result on (B)(6) 2015 was 17226 miu/ml. The repeat result from the other laboratory was 20600 miu/ml. The field service engineer changed the pinch tube 2 weeks after the event. Date received by manufacturer should be 07/14/2015. Based on the available data, a general reagent issue is not suspected. The root cause may be related to the damaged pinch valve tube.